Event description:
It was reported that the patient insertable cardiac monitor (icm) was rejected by the patient anatomy. The icm was removed by the patient and put back into its original box. No new device was inserted. No adverse patient effects were reported.